Manufacturer narrative:
Correction submitted for h7 (recall and notification) and h9 (correction number) as part of CAPA 643143. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the device was unresponsive and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the rep called while meeting with the patient and they reported that while the recharger did circle green and then appear to connect to the patient's ins and initiate charging, it was not able to connect to the patient's handset to check the recharging status or percentage. The rep reported that a similar problem happened a few weeks ago and the patient reported this new issue started shortly after. The rep was instructed to reset the recharger by holding the power button down for 30+ seconds (x4), but the recharger would only flash the battery icons at that time and not show amber lights or attempt to search and find the ins. The rep reported they were able to connect the patient's handset to the communicator and then to the ins without issue using the micro my therapy app, but the handset was unable to find the recharger using the recharger app. After a 5th reset of the recharger was unsuccessful, a replacement recharger was requested to be sent to the rep who would meet and set up with the patient. Additional information was received from the patient. They reported that this was the second wireless recharger and it would not pair to the recharging app. Additional information was received from the rep. They were still working on trying to get a working charger for the patient.